Event description:
The customer reported that the both monitors are black and has no image during boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed and replaced the hard drive and reloaded the software. The system operates as intended.